Event description:
The wire would never give a reading. Pressure wire was properly flushed, zeroed and equalized. Wire was used for measurements, then left in the vessel for intervention. Post intervention the wire was reconnected and an attempt to re-measure failed after artifact kept showing on the monitors.